Event description:
The caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided complete pump reset information and guided them through the reset process. Following the reset, the cgm error did not reoccur, and the caller was able to successfully start their sensor session.